Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and test battery cap. No auditory alarms or vibratory alarms occurred. The display remained blank upon battery insertion. The battery cap was unable to fully tighten to the pump. The battery cap measurements were within specifications. The battery compartment was cracked in the thread area. Evidence of moisture contamination was found inside the battery compartment and the underside of the battery cap. A leak was found in the battery compartment. The pump case was removed to find no additional moisture. The pump was unresponsive due to moisture contamination.